Event description:
A nurse reported they have had twelve pts experience tass out of the 150 procedures performed in their facility since 2008. Add'l info has been requested. This is seven of twelve medical device reports being filed for this report.

Manufacturer narrative:
Facility reported tass. The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provided a lot number or any identification traceable to mfg documentation. The lot number used in this case is not known. The user facility returned unopened samples from their inventory, it is not known if this product is from the same lot of product used on this pt. Investigation of batch records compounding and filling associated with the lot number of the returned unopened product revealed there were no remarks related to the MFR process, the sterilization of raw materials, equipment, components or product sterilization. Chemical, microbiological and toxicology tests were performed and results were within specification on the returned product. Add'l info was requested on 5/2/2008 and 5/6/2008 by phone and on 5/7/2008 by mail and by fax. A completed questionnaire has not been returned.